Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for fifteen (15) unknown locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2016 due to dislocation of the elbow and pain. The original implant surgery open reduction internal fixation (orif) elbow was performed in sometime in (B)(6) 2016. The revision involved a removal of hardware: one (1) condylar plate, one (1) olecranon plate, two (2) unknown cortex screws, fifteen (15) unknown locking screws and the patient was revised to a total elbow prosthesis. All the implants were removed completely intact. It was reported that the procedure was successfully completed and the patient is stable. This report is for fifteen (15) unknown locking screws. This report is 4 of 4 for com-(B)(4).